Event description:
It was reported that the patient was experiencing inadequate stimulation, discomfort at the implantable pulse generator (ipg) site and burning sensation in the left leg. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).